Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to breakage of image guide (ig) bundle, the image is not displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to breakage of image guide (ig) bundle, the image is not displayed. Based on the results of the investigation, the most probable causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.